Manufacturer narrative:
It was reported that the patient developed an alleged infection. The patient underwent their index surgery on (B)(6) 2021, where the patient was implanted with eleos distal femoral replacement system. The patient underwent their first revision procedure on (B)(6) 2022 due to trauma and an alleged infection. Refer to (B)(4) for additional information. On (B)(6) 2023, a revision surgery was performed ((B)(4)). During the revision procedure, the following components were replaced: distal femur axial pin, distal femur, tibial hinge component, tibial baseplate tapered screw, tibial baseplate, stem extension, and poly spacer. An agluna coated my3d midsection component and proximal femur component were provided to prevent another occurrence of infection. The patient had the following eleos devices implanted at the time of the second revision: tibial poly spacer, distal femur, tibial hinge component, distal femur axial pin, stem extension, three male-female midsections, proximal femur, and male-male midsection. Visual inspection, dimensional inspection, functional inspection, and material analysis could not be performed as the products were not returned for evaluation. A review of the work orders and sterilization batch release records for the products involved found no indication that the alleged infection was a result of a manufacturing or sterilization nonconformance. The root cause identified for this complaint is an alleged infection, which required surgical intervention. The root cause of the patient's alleged infection could not be determined. Ultimately, based upon the device history records and sterilization records, the investigation concluded that the root cause of the alleged infection is not likely due to the design, manufacture, and/or sterilization of the components.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. The following mdrs were also submitted for this adverse event: 3013450937-2023-00192, 3013450937-2023-00193, 3013450937-2023-00194, 3013450937-2023-00195, 3013450937-2023-00196, 3013450937-2023-00198, 3013450937-2023-00199, 3013450937-2023-00200, 3013450937-2023-00201. The following mdrs were submitted for the same patient: 3013450937-2022-00063, 3013450937-2022-00064, 3013450937-2022-00065, 3013450937-2022-00066, 3013450937-2022-00067 , 3013450937-2022-00068 , 3013450937-2022-00069 , 3013450937-2022-00070, 3013450937-2022-00071, 3013450937-2022-00072, 3013450937-2022-00073.

Event description:
It was reported that the patient developed an alleged infection. A revision surgery has not yet been scheduled. The patient has the following eleos devices implanted: tibial poly spacer, distal femur, tibial hinge component, distal femur axial pin, stem extension, three male-female midsections, proximal femur, and male-male midsection. No additional information regarding this adverse event has been reported.